Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date at the beginning of december between december 1st and december 4th. E1: initial reporter phone no. - (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quality of exactamix vented, micro-volume inlets had contained particulate matter contamination. The contamination was discovered in the pharmacy while examining the inlets prior to compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d5, d9, h3, h4, h6, and h11. Correction: e3: occupation. H4: the lot was manufactured in january 2024. H11: the device was received for evaluation. A visual inspection was performed, and dark particulate matter contaminates in the unopened sample packaging and tubing were observed. The reported condition was verified. The cause of the condition could not be determined; however, may be related to variations of the product manufacturing packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.